Event description:
As reported, the body of a 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. There was no reported patient injury. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. Four images were provided, showing blue flakes on a blood-soaked surgical towel, cracks on the catheter body and strain relief, and yellowish discoloration to the hub. The devices will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the body of 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. Three sterile devices (¿cath tempo 5f ver 135° 100cm¿) were received for analysis inside their original sealed pouches and placed together in a single plastic bag labeled with complaint numbers (B)(4); one device corresponded to complaint (B)(4), the second device to (B)(4), and the third device to (B)(4), and the product investigation described in this report pertains to complaint (B)(4). The device associated with this complaint was unpacked for evaluation. During visual inspection no apparent signs of degradation was observed on the catheter body, the strain relief was intact and properly adhered to the catheter, no yellowish discoloration was noted on the catheter hub, and no other anomalies were detected. Following visual inspection, a microscopic examination was performed on the strain relief, catheter body, and catheter hub areas, which confirmed the strain relief appeared intact with no damage or anomalies; however, the catheter body exhibited a severely cracked condition with extensive cracking observed along its length, consistent with degradation characteristics. No additional anomalies were identified during the evaluation. Based on the confirmed degradation observed on the catheter body, the complaint was escalated for further investigation. The reported ¿catheter (body/shaft) ¿ degradation¿ was observed during the product evaluation while ¿strain relief ¿ degradation¿ was not. Based on the available information, the specific cause of the degradation could not be determined. Potential contributing factors include storage or handling conditions within the reporting facility or factors associated with the manufacturing process of the unit. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage and handling, it does not eliminate the potential for degradation. Because a potential link to the manufacturing process could not be excluded, an investigation has been initiated to further evaluate potential contributing factors and implement further actions as appropriate. No additional actions will be taken at this time.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.